Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2008. Medical records indicate the left hip was revised on (B)(6) 2012 due to pain. Revision operative notes indicate no apparent reaction from the metal on metal hip. All components were well fixed. The modular head and taper adapter were removed and replaced.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain. No further information has been provided. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."